Event description:
Rptr indicated, a vns therapy pt presented with high impedance on a system diagnostic test and a battery life calculation shows the generator is 12.86 years until the elective replacement indicator reads "yes." X-rays reviewed by the medical professional did not reveal a lead fracture. Pt manipulation or trauma was not reported. The pt is experiencing an increase in seizures and has been referred for vns therapy replacement surgery. Good faith attempts for add'l info have been unsuccessful to date.